Manufacturer narrative:
Device evaluation: one curved ultra fast-fix assembly was returned for evaluation. Visual assessment of the device shows the trigger is fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was also returned. Missing from the assembly is t1. The depth limiter has been trimmed to the surgeon¿s desired length. The needle is bent/bowed. T2 was reloaded onto the needle and a shake test was performed, the t stayed positioned at the tip. The needles crimp that holds the implant in place at the tip was measured and found to meet print specification. Reported non-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscus bucket handle tear repair procedure using a ultra fast-fix assembly ¿ curved, it was reported that the second implant (t2) failed to deploy. The suture was cut and the inserter removed, leaving the first implant (t1) in the patient unsupported. Another ultra fast-fix was used to complete the procedure. There were no reports of patient injuries or complications.